Manufacturer narrative:
Conclusion: the product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. Post-dilation was performed which reduced the leak to mild pvl. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. No other adverse patient effects were reported.

Event description:
Medtronic received information via a warranty form that during the implant of this transcatheter bioprosthetic valve, moderate to severe paravalvular leak (pvl) was noted and two unsuccessful balloon valvuloplasty (bav) were performed. A second valve was implanted valve-in-valve and the pvl was reduced from mild to moderate. Another post (bav) was done which reduced the leak to mild pvl. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.